Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump battery cap was broke off and missing. Customer stated that they can not remove battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.